Event description:
The user facility reported that while attempting to crush a biliary stone, the slider on the sheath had failed to slide properly. The user reported that the stone, entered the basket, however the basket could not be tightened. The procedure was completed with a similar, but different device with no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received contaminated with biomaterial which limited the inspection to primarily visual means. The basket was found to be in the fully retracted position, and would not move by either the knob, or by the pipe on the proximal end. There was a severe compression kink in the coil sheath which prevented movement of the internal elements. The user's experience was most likely caused by excessive force being applied to the device to crush a hard stone, causing the kink. This report is being filed as an MDR in an abundance of caution.